Event description:
Device discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d2, d4, d6b, g4, h6.

Manufacturer narrative:
Continued e1 (email address): (B)(6). Continued e1 (facility name): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture/ deflation.

Event description:
Healthcare provider reported a left side rupture/ deflation. The device has been explanted.